Manufacturer narrative:
The indication for the procedure was resting chest pain. The mid rca target lesion was bypassed previously and the graft was occluded. The target lesion was pre-dilated with a firestar 2.5 x 15 mm balloon at 8 atm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an elective percutaneous coronary intervention (pci), the cypher 2.5 x 28 mm stent dislodged from the stent delivery system (sds) while being withdrawn into the medtronic guiding catheter. The dislodged stent was retrieved using a snare device. The mid right coronary artery (rca) target lesion was successfully treated using a cypher 2.5 x 23 mm stent. The procedure was completed successfully. There was no reported patient injury.